Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and smart device. Dexcom representative advised patient's mother to close all running background applications and reset the device. No additional patient or event information is available.